Event description:
Cataract [cataract]. Novopen 3 was broken [device failure]. Tolerable injection site slight hematoma [injection site hematoma]. Major hypoglycaemia without complication [hypoglycaemia]. Constant hyperglycaemia [hyperglycaemia]. Case description: the incident does not represent a serious public health threat. Medical device info: novopen 3 class iib and novofine class iia. This spontaneous case from algeria was reported by a physician as "cataract" and non-serious events "tolerable injection site slight hematoma; not major hypoglycaemia without complication and constant hyperglycaemia" and "novopen 3 was broken" and concerns a (B)(6) female, pt, treated with mixtard 30 penfill (dual-acting human insulin) from 2002 and ongoing, novopen 3 (device therapy) from two years ago and to (B)(6)-2009 (pen was broken) and novofine (device therapy) from two years ago and to (B)(6)-2009 for type ii diabetes mellitus. Pt's height: not reported. Medical history includes "cervical arthritis" treated with unspecified non-coded painkillers, arterial hypertension, and emotional shock. The pt was described as psychological stable. The pt didn't follow hygieno-diabetic rules and didn't follow her treatment carefully. The pt has diabetic eye complication and one year ago, she rec'd the first local laser treatment. The pt had no past or present medical history of allergy. The pt has been a diabetic for approx 12 years. The pt started insulin treatment 10 or 11 years ago. The pt has never smoked, did not use alcohol and neither any drugs. Since mixtard 30 was introduced in 2002, the pt has complained unstable glycaemia and tolerable injection site slight hematoma. Unstable glycemia was described as no major hypoglycaemia without complication which occurred when the pt injected mixtard 30 and forgot to eat and constant hyperglycaemia especially in the evening and early in the morning (just after waking up). Initially it was reported that the pt had presented with a regular injection site reaction. It was reported now that the pt presented with the local injection reaction when she used other needles than novofine (or novonordisk recommended needles). The pt does not experience any reaction when she is using novofine. The pt was trained in the use of the device, she performed airshot, and she changed the needle every two or three injections. In 2006, the pt was hospitalized due to cataract surgical intervention in the left eye. After the surgical intervention, the pt was discharged and fully recovered. The pt has complained with eye vision decreased in the right eye, and according to the reporter another cataract surgical intervention was evoked. Two years prior to reporting the pt was complaining with arthrosis localized on cervical and the event was associated with vertiginous sensation and pain for which the pt was used to take unspecified painkillers. One year prior to reporting, the pt went through surgery in both her eyes for cataract. At present, the pt has fully recovered from cataract and was discharged from hosp. In (B)(6)-2010, glycosylated haemoglobin (latest sample) was approx 10. For hypertension cotareg 80 two tablets daily was prescribed. On (B)(6)-2010, dose was increased to 160 two tablets daily as the dosage was considered insufficient. Since novopen 3 was broken in (B)(6)-2009, the pt has injected mixtard 30 with unspecified syringes and unspecified needles. Three months ago, the pt started to follow her diet and she has lost seven kg. The pt's weight was reported as "very well" and with a good bmi. The pt has also started doing physical activity regularly and has started to follow hygieno-dietetic rules. Since change of the treatment the pts blood glucose level and atrial hypertension was described as stable. Outcome for cataract was reported as recovered. Outcome for hypoglycaemia and hyperglycaemia was reported as not yet recovered. The pt was using novopen 3 with novofine needles, and she had fully recovered from the infection site reaction. One sample was returned for investigation. Comment: company comment: this (B)(6), female, pt, has been suffering from diabetes for around 12 years. The pt's medical history included diabetic eyes complication and arterial hypertension. Cataract develops for a variety of reasons. In this pt, her diabetes, hypertension and advanced age may provide reasonable explanations for occurrence of the event "cataract". Furthermore, the reporter states that the reported event is related to the pt's diabetes complication. Treatment with suspected product insulin is still ongoing in the pt. Reporter comment: reporter's alternative etiology: according to the reporter, the pt's physician related all the events to the pt's diabetes complication and to bad hygieno diabetic life mode.